Event description:
Upon internal review on (B)(6) 2018, this case became valid from non-valid as the event of device malfunction was added. This unsolicited case from united states was received on (B)(6) 2017 from the other non-health care professional. This case concerns a patient (demographics unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced adverse events, also, device malfunction was identified for the reported lot number. No relevant medical history, past medication, concurrent condition were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (lot number: 7rsl021; dose, frequency, indication and expiration date: not reported). On an unknown date, after unknown latency the patient experienced adverse events. Action taken: unknown. Corrective treatment: not reported for both. Outcome: recovering for both. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 16-jan-2018. This case became valid from non-valid as the event of device malfunction was added. Global ptc number was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 11-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced unspecified reaction. Although, a temporal relationship cannot be established with the product administration, however, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded completely. Further information regarding nature of event, underlying condition, technique and site of injection and temporal gap is required to make a comprehensive case assessment.